Event description:
The pt is reportedly experiencing vibrations from his internal device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Testing showed that the device is functioning. Surgery to explant the pts device will be scheduled.